Event description:
Boston scientific received information that during a lead revision procedure; this cardiac resynchronization therapy defibrillator was removed from the patient pocket. Upon removal, the header of the device was noted to be loose. Force had not been applied to the device upon removal from the pocket; therefore, a device malfunction was suspected. The device was removed, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Microscopic visual inspection noted that the header was loose on the non-feedthrough side. Tool marks were noted in the device casing and header surface. The ra seal plug was missing. There was a tear in the rv+ and df- seal plugs and body fluid contamination in their seal plug cavities. All setscrews moved freely and operated normally. The device was put through and passed a series of automated diagnostic testing. The cause of the loose header is consistent with induced damage. The device meets specification, electrically. Although evidence indicates external stress may have been a factor in causing the header to become loose, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. The enhancements have decreased reports of this type.